Manufacturer narrative:
Investigation results: visual investigation: vigilance investigator carried out the pictorial documentation visually and microscopically. The insulation of the used shaft is damaged. Only a picture of the fragments has been provided, but not the fragments itself. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based on the quality standard and the device history records, a material or production related error can be excluded. Such damage to the insulation can be caused by an overload situation. Leverage forces during movement in a trocar can cause shearing of the insulation, a worn trocar-tip can further promote this error pattern. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a disp.sciss.shaft slight cvd.d:5/310mm (part # po885su) was used during a procedure performed on an unknown date. According to the complainant, it was reported that the surface of the instrument separated while it was passed through the reusable trocar and detached into the patients abdomen. The complaint device was returned to the manufacturer for evaluation. An additional medical intervention was necessary. Although requested, additional information has not been made available. The adverse event / malfunction is filed under aag reference (B)(4).